Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected restart noted and no delivery alarm functioning properly during testing. Device functioned properly. Device received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was above 600 mg/dl at time of incident and current blood glucose level was 138 mg/dl. The customer was treated with insulin pen. The customer stated that they had insulin flow block pump did not alarm. The customer was wearing the pump less than 48 hours prior to the hospitalization. The insulin pump will be returned for analysis.